Event description:
Reportedly, following the initial implantation with a vega 58 rv lead (B)(6) 2022, the patient presented with persistent noise on the ventricular channel as of june 2, 2025. Despite the replacement of the rv lead with a medtronic 3830 selectsecure (implanted in the left bundle branch on (B)(6) 2025 and reconnection to the alizea 109gb2f7 pacemaker, abnormal electrical behavior persisted. By june 28, noise on the rv channel remained, with elevated unipolar pacing thresholds (2v/0.35ms) and an impedance of 604 ohms. Two days later, on june 30, the rv egm was flat, with impedance exceeding 3000 ohms in unipolar mode, while the threshold remained unchanged. Due to persistent of abnormal electrical values, a medical decision was made to explant both the rv lead (the medtronic) and the pacemaker on (B)(6) 2025, and to implant a new system.

Manufacturer narrative:
According to the investigation resold and the available data. No issue suspected with the vega lead. Overall, the investigation supports the conclusion of a ventricular leads¿device connection issue, initially with the vega lead and subsequently with the selectsecure lead. For more details, please refer to the attached report analysis.

Event description:
Reportedly, following the initial implantation with a vega 58 rv lead ((B)(6) 2022), the patient presented with persistent noise on the ventricular channel as of (B)(6) 2025. Despite the replacement of the rv lead with a medtronic 3830 selectsecure (implanted in the left bundle branch on (B)(6) 2025) and reconnection to the alizea 109gb2f7 pacemaker, abnormal electrical behavior persisted. By (B)(6) 2025, noise on the rv channel remained, with elevated unipolar pacing thresholds (2v/0.35ms) and an impedance of 604 ohms. Two days later, on (B)(6) 2025, the rv egm was flat, with impedance exceeding 3000 ohms in unipolar mode, while the threshold remained unchanged. Due to persistent of abnormal electrical values, a medical decision was made to explant both the rv lead (the medtronic) and the pacemaker on (B)(6) 2025 and to implant a new system.